Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cartridge change error occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap resulting in the cartridges not fitting onto the pump. The o-ring was removed and a new cartridge was successfully loaded onto the pump. Customer's blood glucose level was 312 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose level was 312 mg/dl. Reportedly, the customer performed a cartridge change resolving the issue.